Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose was 400 mg/dl and 399 mg/dl at time of incident. It was reported that they had insulin flow block alarm. The insulin pump will not be returned for analysis.